Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic inguinal hernia repair, on indirect hernia space, a tear on the mesh was noticed once it was inside the body cavity. The mesh has a normal color and is dry. Replaced by another device to complete the case. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A review of the device history record for the device has been performed and no failure that may relate to the reported conditions have been noted. The visual examination of the provided sample shows that the sample was returned in its original packaging and the mesh has been cut on the width of the opposite side to the green band. Glue was visible. It was placed at the corner of the mesh, on the green textile and collagen part. A tear of 4 cm was found along the sewing between the flap and the mesh. The sample has been folded on itself, grips outside, length-wise. The product instruction for use (IFU) which accompanies each device states in chapter ¿warnings¿ that ¿if the mesh is re-cut, the use of additional fixation should be considered depending on size and type of hernia and patient¿s condition to limit the risk of recurrence.¿ and ¿to limit the risk of recurrence, excessive tension should be avoided on the device laparoscopic self-fixating mesh and on the fixation points if any, to account for wound shrinkage during the healing process¿. The reported condition was confirmed but did not occur at the manufacturer facilities. Excessive tension is highly suspected. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic transabdominal preperitoneal inguinal hernia repair, on indirect hernia space, a tear on the mesh was noticed once it was inside the body cavity. The mesh has a normal color and is dry. An unanticipated tissue loss was noted, mesh had to be removed so a small amount of tissue came off with the mesh as result. There was also a bleeding of less than 500 cc. Replaced by another device to complete the case. The wound was closed by stitching and covering with a piece of biologic mesh which promotes healing.